Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic operating console had no phaco power in sculpt mode. The procedure was completed by using another console. There was no report of any patient impact. Additional information has been requested. Additional information has been received clarifying two ophthalmic phacoemulsification handpiece had no phaco power in sculpt mode and failed to tune. There was no issue with the ophthalmic operating console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).